Event description:
It has been reported that device voice prompts are not functioning correctly.

Manufacturer narrative:
(B)(4). Conclusion: reported as issue could not be cleared by operator. Due to the age of the device, 10 years, the device will not be replaced. Customer advised to remove from service.